Manufacturer narrative:
(B)(4). Date sent 2/4/2025. D4 batch #685c77. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage, with an unfired gst60w reload loaded on the device and with buttressing material on the device anvil and reload. The buttressing was noted to have visible degradation/flaking due to exposure to the elements of being out of foil packaging. The integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted on the buttressing. The manual override door on the device was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and the device was dry fired to test the lock out condition of the device. During the testing, it was noted that the knife would not return automatically and was able to be returned by pressing the home button. Additionally, a separation between the motor gear box and the frame was noted as the knife reaches the lockout position. The bulkhead contacts were noted to be damaged. The damage to the bulkhead contacts is potentially related to a manufacturing process. Electrical testing was performed on the device and one specification of the pcb board was low. Even though a lower specification was found, the device was able to be test fire, with the returned reload. The device achieved its complete firing sequence without any difficulties, the staple line and cut line were complete and the staples met the staple release criteria. It is possible that the low specification of the pcb board could cause the articulation mechanism on the device not to respond or function as intended. Additional visual evaluation with magnification was conducted to the knife and it was noted to have heavy nicks on the knife edge. One possible cause for the type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device prior to reloading the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed, and an event was found that indicates the knife encountering the firing safety lockout mechanism. The safety lockout mechanism ensures that the knife cannot deploy without a new reload installed in the device. It is possible that the event occurred due to an improper installation of a reload. In addition, the device log indicates that there was an attempt to articulate the device while closed by pressing the home button. The articulation function of the device is blocked when the device is closed to prevent inadvertent patient injury. When the articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Further review of the log also presented high force to fire during the last firing of the device. It is possible that the high force encounter while firing the device could have resulted in stress and cause the separation between the motor gear box and frames noted, as well as affecting the performance of the pcb board. The event described of difficult to open could not be confirmed as the device opened without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 685c77, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? The device blocked before stapling ¿ right at the beginning or, did the device start to deploy staples and cut but could not be completed (partially fire)? No partial fire ¿ device started and stopped immediately or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? The device could be opened after manual override ¿ but it was not possible to bring the angulation into the home 0° position ¿ device had to be pulled out including the trocar in angulated position if yes, how was the device removed from the patient? Device had to be pulled out including the trocar in angulated position. If yes, did the jaws eventually open? Fortunately the jaws opened. Did they heard any feedback from the device when the home button was pressed? No.

Event description:
It was reported that during a gastric procedure. 1st staple line was gst60d with slr. 2nd and 3er staple line was gst60b with slr 4th staple line was gst60w with slr 5th staple line was gst60w with slr and there the echelon stapler stopped - we tried the home button to get the knife back batteries change no . Finally we used the manual override to get the echelon out of the patient. The operating room team is very experienced and familiar with the usage of echelon . The echelon 3000 was cleaned very carefully after every reload change with water and a surgical towel. We used a new echelon 3000 and the procedure could be finished without patient injury.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2025. Corrected data: h6. Component code, h6. Investigation conclusions, h6. Investigation findings. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Investigation summary: the device was tested for functionality in the straight position with a test and returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Further review of the log also presented high force to fire during the last firing of the device. It is possible that the high force encounter while firing the device could have resulted in stress and cause the separation between the motor gear box and frames noted.